Event description:
Additional information received from manufacturer representative stating pain was resolved. No further complications reported.

Manufacturer narrative:
H3: product analysis of part # 6068093; lot # 1064202w, visual and macroscopic inspection confirmed the cage has a lot of debris and is jammed because of the debris. Functional inspection could not be performed because of all the debris. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that, catalyft pl 9mm short was implanted during a case on (B)(6) 2025 expansion was performed using a "two finger" technique to minimize subsidence forces. Implantation was unremarkable and done according to surgical technique. Physician notified rep on (B)(6) 2025 about revision surgery on this patient to revise catalyft cage, which had retropulsed and it was impinging in spinal canal. Review of imaging showed that the cage was not positioned as anteriorly as it should have been. It also appears that the cage did not collapse in-situ. Procedure performed was right sided transforaminal lumbar interbody fusion. Retropulsed cage was removed and a short 9mm pl40 was put in its place. Patient suffered left sided leg pain as a result. There were no further complications reported regarding the event.